Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he is having trouble with bright lights and driving is difficult following cataract surgery with bilateral intraocular lens (iol) implants. He had photo refractive keratectomy after cataract surgery in both eyes, and a history of myopic degeneration. He also reported having a yag laser. There are two medical device reports associated with this patient. This report is for the right eye.